Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm and a motor communication error alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the motor communication error alarm occurred during the call. The customer stated that the off no power alarm was recurring. The customer stated that the insulin pump was bumped. The customer stated that there were no unattended alarms. The customer declined to troubleshoot for the motor communication error alarm. The insulin pump will not be returned for analysis.